Event description:
The customer stated that a toddler accidentally ingested breeze2 control solution.before customer service could gather any additional information, the call was disconnected.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.